Manufacturer narrative:
(B)(4).

Event description:
The customer complained of errors on coaguchek xs meter serial number (B)(4) and also questioned high inr results on the meter compared to the dade innovin method occurring between (B)(6) 2018 for 1 patient. On (B)(6) 2018 the patient was tested on the meter twice with results of > 8.0 inr at 10:43 a.m. The patient was drawn for a laboratory test at 11:15 a.m. And the result was 5.09 inr. On (B)(6) 2018 the patient was tested on the meter with a result of 7.0 inr at 8:30 a.m. The patient was drawn for a laboratory test at 9:00 a.m. And the result was 4.44 inr. On (B)(6) 2018 the patient was tested on the meter with a result of 4.0 inr at 11:30 a.m. The patient was drawn for a laboratory test at 12:00 p.m. And the result was 2.44 inr. The patient's coumadin was stopped based on the high results from the meter. The patient's therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The patient is feeling ok. The patient is not anemic and does not have antiphospholipid antibodies. The patient is not on heparin or other direct thrombin inhibitors. The patient is not taking any new medications, has not had any diet changes, has not been recently ill and has not experienced any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 28124111) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
Customer meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr. Donor 2 inr: 2.8 inr. Donor 1 hct: 47%. Donor 2 hct: 38%. Testing results: donor 1: retention meter with masterlot strips: 2.4 inr. Customer meter with customer strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 2.8 inr. Customer meter with customer strips: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.